Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/03/2014 with the following findings:a review of the alarm history showed no activity outside of normal use. During testing, ¿ez-prime¿ steps were performed correctly; all ¿ez-prime¿ steps were checked and displayed on the screen as required. No errors, alarms, or warnings occurred during investigation.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on occasion after performing a rewind, prime, fill cannula sequence the "fill cannula" box is not whited out. The reporter stated that he always ensures all steps are completed, but a couple of times over the last few weeks he has noted that the "fill cannula" box is not filled in after the "fill cannula" step has been completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.